Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose was 414 mg/dl. The caller stated that the insulin pump had a blank display and had a foggy screen. He stated that there seemed to be moisture in the display screen. The customer treated her high blood glucose with manual injection and advised that she felt okay. The caller noted that they were at a summer camp in hot weather, and the customer had kept the insulin pump in her bra. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.